Event description:
This was a lead extraction procedure to remove one non-functional rv lead ((B)(4), impl 96 months). A 14f glidelight was used to lase down the lead, however, an injury occurred (1.5 to 2 inch svc tear) and efforts to rescue the patient (pericardiocentesis and sternotomy) were unsuccessful and the patient did not survive. The physician believed that the svc tear may have occurred because "during implantation of the lead in 2006, the lead went outside of the svc and then re-entered, but was never noticed and then caused a tear during removal."